Event description:
Boston scientific received information that the patient  with this pacemaker heard a beeping sound from the device while working out. The patient was seen in the clinic and a local boston scientific field representative reported that the device was fine except for a high out-of-range (oor) pace lead impedance (pli) measurement greater than 2,000 ohms noted on the right atrial (ra) lead. Further, it was indicated that the oor pli measurement has been a chronic issue which was being monitored by the physician. The field representative inquired if the oor pli issue could cause the device to beep and a boston scientific technical services (ts) explained the device would not beep for any reason. Ts discussed that the beeping was likely an environmental factor. No cause has been identified and normal follow up was continued. The system remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information received indicates that this device was explanted. No additional adverse patient effects were reported.